Event description:
It was reported that pcu (8015) s/n: (B)(6) would not power on. It was noted that the pcu and led power light would not turn on despite using a new power cord. The battery was removed from faulty pcu, placed into a known working pcu and device was able to be powered on. Next, a known working battery was placed into faulty pcu and the device still did not power on. After further testing, it was determined that there were no issues with the battery. The issue occurred before patient use.

Manufacturer narrative:
The customer reported complaint of the pcu being unable to power on was confirmed and replicated during testing. External and internal inspection were performed on the customer returned pcu device. During external inspection, the pcu device was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. During internal inspection, the keypad was opened up and observed with signs of fluid ingress and keypad trace damage. There was no other obvious issues observed. The pcu error logs found no errors or malfunctions on the reported day of the event. The pcu event logs found no errors or malfunctions on the reported day of the event. The front case keypad of the customer returned pcu device was connected to a cad pcu test fixture for functional testing. The keypad failed the maintenance keypad test due to the keypad being unable to power on the cad pcu test fixture. The system on key was found to not be functioning as intended. A known good keypad was installed onto the customers returned pcu and found to be functioning as intended. The proximate cause of the customer¿s experience with the device not powering on is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. A review of the device history record showed the device had a manufacture date of 02/12/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pcu (8015) s/n (B)(4) would not power on. It was noted that the pcu and led power light would not turn on despite using a new power cord. The battery was removed from faulty pcu, placed into a known working pcu and device was able to be powered on. Next, a known working battery was placed into faulty pcu and the device still did not power on. After further testing, it was determined that there were no issues with the battery. The issue occurred before patient use.